Event description:
It was reported by service report that the bed would not charge. The power cord was damaged at the end that plugs into the wall. The plug was replaced with an aftermarket plug indicating the customer attempted to repair the power cord instead of replacing it. It could not be replacing if the intermittent power existed prior to the customer replacing the plug. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.